Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. The biomed stated that there is no record of any pt incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional info, no further info was available at this time regarding whether or not the device was in use on a pt when the failure occurred, and no additional contact info was provided.